Manufacturer narrative:
Concomitant product(s) : product ID: 3998, lot# v121145, implanted: (B)(6) 2010-03-04 explanted: (B)(6) 2015, product type: lead. Product ID: 3998, lot# v474801, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3998, lot# v474801, implanted: (B)(6) 2010, product type: lead. Product ID: 3998, lot# v474801, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3998, lot# v121145, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 37711, serial# (B)(4), explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708260 lot# nkb012113n, product type extension. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was replaced because the lead was broken. When the patient was asked if the ins was replaced due to normal battery depletion, they replied no, it was replaced because the lead had broken. The patient reported they had always had issues when trying to charge the ins. Since the implant in 2010, the patient always had problem charging. No symptoms were reported. Relevant medical history includes chronic low back pain and spinal pain.